Event description:
The customer reported the device cannot boot up. The fse reported when the ventilator boots up, a vent inop due to air valve liftoff failure occurs. The customer reported there was patient involvement and no patient harm.